Manufacturer narrative:
Upon return of the received product, it was visually examined. One used infusion pump was returned. The top case was found to be damaged and the plunger tube was loose. A review of the pump event history log was performed, and a "check clutch/plunger level error" had been recorded. A syringe was infused, and it went into the check clutch plunger lever. Calibration testing was performed, and the position was found to be unstable / out of specification. The root cause has been attributed to improper assembly, as the carriage nut and washer were assembled too tightly. The assembly was found to be inconsistent with the product's instructions for use.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch/plunger level" message. No injury was reported.